Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented four (4) days postop with what was described as a "significant" hyphema (>10% of the anterior chamber), characterized as "mild" and "non-serious", which required medication. The report noted that the event is unresolved. Additional information is being requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was obtained. Per report, the hyphema was characterized as 5% on postop day one (1), and the epithelium noted as "abnormal" with "+1 punctate epithelial erosions". Subsequently the hyphema resolved two (2) weeks later with the epithelium noted as "normal".